Event description:
An alert occurred because the svc coil impedance was measured to 200 o or greater. Lead function programmed off. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).